Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: insulation failing. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to improper cleaning or sterilization, or normal wear. The reported failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported the insulation failed.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation failed.